Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that he attempted to test his co-worker with the compact meter while the co-worker was having a seizure, but was unable to obtain a reading due to no power to the meter (dead battery). Caller attempted to put in new batteries and retest; however, meter would still not turn on. Emts were called and co-worker was transported to the hospital. No information was provided as to treatment by emt or hospital. No information was provided whether co-worker was admitted to hospital. Requested return of suspect device and replacement was sent.